Event description:
Ventilator will spontaneously turn off and turn back on. Occurred twice on 2/14/06 and then ventilator removed from service after pt switched to alternate ventilator. Fourth occurrence with this ventilator in the past 3 months - same type of failure. Previously reported via medwatch.